Event description:
Have had several patients with continuous eeg monitoring who after removal of eeg monitoring had reddened areas and/or sores to the eeg sites. We purchased all new electrodes, retrained all staff in application and competency of cleaning prior, we changes the dressings we were using and continued to have issues. We reached out to the MFR of the past, weaver company who informed us that the ten20 conductive paste we were using had changed their calcium carbonate formula and that lots 184 to 274 were all affected and should be returned.